Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid left anterior descending arteries. The catheter successfully delivered 8 pulses at 4 atm. There was no report of an ivl device malfunction. The patient was admitted overnight after experiencing chest pain and hypertension during the index procedure. Medications were given to treat the patient. The clinical site has determined that the device had no relationship to chest pain and hypertension. This event was sent to the clinical events committee (cec) for adjudication of the myocardial infarction. Cec has determined that myocardial infarction is possible to the study device and definite to the procedure. The committee indicated that the possible relationship to the device is because of the presence of a side-branch occlusion after ivl therapy and a stent was placed. Additionally, troponin levels were 70 x uln.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitively determined based on the information available. There was no ivl malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.